Event description:
A customer reported that the equipment displayed a system message during a vitrectomy procedure. The procedure was completed with an alternate system with a delay less than 15 mins. There was no harm to the pt.

Manufacturer narrative:
A company rep examined the system and was unable to replicate the customer's reported event. The system was then tested and met product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).